Event description:
On the day of the event it was reported to arthrocare corp that a pt had received a burn to the wrist area following a procedure using a microblator 1.5 wand and a microcaps wand. It was reported to arthrocare corp on 02/28/2001 that the pt might undergo a skin graft to repair the burned area. On the day of the event it was confirmed that a skin graft would be necessary to treat the area. No further info is available at this time.